Manufacturer narrative:
It was reported that the healing collar can't be screwed. Another healing collar held at the dental office was placed. Zimvie received one (1) hc455, (heal collar 4.5x5.5, 5mm) for evaluation. Visual evaluation was performed, damaged at the threads. Would not seat. Malfunction. DHR review was completed for the subject lot number lotnumber. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number lotnumber for similar events and no other complaint was identified. Review completed utilizing keywords: dental : fit : does not seat. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was healing abutment connection geometry is not designed correctly (including design tolerances) for implant connection. Therefore, based on the available information, a device malfunction did occur. Damaged at the threads. Would not seat. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
The healing collar can't be screwed. Another healing collar held at the dental office was placed.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the healing collar can't be screwed. Another healing collar held at the dental office was placed.